Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure to treat a pyloric ulcer performed in 2009. According to the complainant, during the procedure, the clip would not open after it had been pushed out of the sheath . The procedure was completed with another resolution clip device. There were no patient complications reported as s result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.